Event description:
During an in clinic follow up, the device had reached elective replacement indicator (eri) sooner then expected. Technical support was contacted and premature battery depletion was suspected. Technical support recommended device replacement. A device exchange is anticipated but has not yet been performed. The patient was stable.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of early battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of the device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.